Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: web did not detach. Very difficult aneurysm. Web would have fitted, was placed in the aneurysm, but could not be discontinued. Have used 2 detachment devices. Both times it didn't work. Case completed via stent assisted coiling. Patient is fine, no harm was done, treatment was successful.